Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a fractured hexalobular screwdriver tip from a trident driver was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual inspection could not be performed as the returned device was misplaced and as a result is associated with an nc. However, this event description suggests the event is related to similar previous reported events where the device is reported to shear or fracture. -medical records received and evaluation: a review of medical records was not performed as none were provided. No further information was requested as there is no indication the failure was related to patient factors. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found there have been other events for the manufacturing lot. Previous investigations have found the root cause to be related to excessive torque applied to the device by the user. Conclusions: although the device was not avaialbe for inspection, the event description suggests the event is related to similar events where the trident tip fractures. The root cause was determined to be application of excessive force by the user.

Event description:
It was reported that surgeon was using the offset torx screwdriver and said that the tip of the screwdriver was not going into the screw correctly and it would not turn the screw correctly.

Event description:
It was reported that surgeon was using the offset torx screwdriver and said that the tip of the screwdriver was not going into the screw correctly and it would not turn the screw correctly.